Manufacturer narrative:
As a followup to the service order performed on 01-22-16, fe returned to the customer's site multiple times (refer to list of so records in investigation details above). Customer continues to experience false negative reactions for known weak positive samples. In this incident, the visual inspection of the gel card suggests a weak reaction and the customer expected a "?". Fe performed many adjustments and replaced many parts. Customer diluted a known antibody sample to a weak anti-s and tested it on provue. The provue provided "?" To the weak antibody (diluted) sample. Customer accepted service. The root-cause could not be confirmed although the most probable root cause is associated with an anti-c antibody being weak and/or at the detection limit of the technique and reagents used. No incorrect or erroneous results were reported as a result of this incident, testing was part of an internal validation/evaluation study. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer is continuing to report receiving false negative reactions on provue following service order #(B)(4). In this incident, during validation testing with known positive samples, one sample was found to be weak positive anti-c (tested at a different site on a provue), weak positive in manual and negative on the provue in question. Customer indicated a weak reaction was noticed by visually inspecting the card run on provue, service was requested.